Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen 2 ,000mcg/ml at 791mcg/hr via an implantable pump. On 11-mar-2020 it was reported that the pump was explanted due to an infection. The patient presented at the physician¿s office with possible infection. The site was tested and came back positive for infection. The patient was sent to the hospital where the physician surgically removed the infusion system. The environmental, external or patient factors that may have led or contributed to the issue was the patient was changing dressings on their own against the advice of the physician. There were no further diagnostics or troubleshooting performed. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.

Event description:
Additional information was received from a consumer indicated she had her pump changed out due to normal battery depletion on (B)(6) 2020 (device registration showed an implant date of the new pump as (B)(6) 2020). It was noted the patient had contracted a staph infection that went through her pump, catheter, and to her brain within three weeks. The patient had gained 20 lbs at that time as well. The patient had her entire system explanted on (B)(6) 2020 (device registration showed explant date was (B)(6) 2020). It was reported the patient had been without intrathecal baclofen ever since then and had been on orals which she did not respond to since she had been on intrathecal baclofen for about 12 yrs now. It was noted since then she had been "between chairs and crawling on the floor" and it had been very difficult for her. The patient was set to have a new system implanted this thursday; however, the company representative (rep) recently just told her healthcare provider (hcp) that due to pump supply shortage, they were unable to move forward with the surgery. The patient was redirected to the managing hcp regarding other possibilities since the patient was "desperate and will do anything" for a pump at this time. No further complications were reported.

Manufacturer narrative:
H6. Eval code-conclusion code: 22 was updated to 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.